Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2024-02096. It was reported patient's ipg was end of life and was inoperable. It was also noted during procedure that one of the leads had migrated. As such surgical intervention took place where the ipg and lead was replaced thereby restoring effective therapy.